Event description:
Technician alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The technician found broken pins on the nurse communication cable. The technician replaced the nurse communication cable to resolve the issue.